Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, upon re-arranging the patient, the contact of the return electrode's pad became compromised and was not sufficient to properly disperse the high frequency (hf) current during the procedure, resulting in the burn/necrosis. Provided photographical evidence showed that the pad had bunched-up which probably occurred when the patient was re-positioned. However, no conclusive determination could be made as to the cause of the event. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a colonoscopy with the electrosurgical unit (esu/generator). An endoscopic mucosal resection (emr) was performed on the patient to remove a polyp. The esu was used with an erbe omega return electrode (also referred to as a patient plate or pad), part number 20193-082, lot number 02434. The endocut q mode was used and the generator's neutral electrode safety system (nessy) was set to "either way". During the procedure the patient was re-positioned. Upon the colonoscopy, a burn/necrosis of approximately 0.5cm x 3.5cm was discovered under the pad of the return electrode that was placed on the lumbar area of the patient. The wound was treated locally and no further intervention work was required. Note: the esu is similar to a unit distributed in the u.s. The generator was distributed by our parent company ((B)(4)) hospital.